Manufacturer narrative:
The investigation showed that the main spring (spring k) is damaged by deformation. As the spring is deformed, it cannot take and afterwards provide the required energy to finalize the pricking process. Thus the reported failure on protruding lancets could occur. This damage cannot be caused by production failures, rather is caused if the priming button is pressed a second time with rapidly increased force while the device is already in primed condition. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The needle of the multiclix was not retracted and extended beyond the end of the correctly positioned protective end cap. No adverse event alleged. A request was made for the return of the device.